Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfilling with the incident lot was not observed. Draw testing of the customer samples was performed and all tubes drew within the required specifications. A review of the device history records was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for overfilling with the incident lot was not observed. Further investigation has been initiated through a CAPA (B)(4). The investigation is still on-going and improvements will be made as the potential causes are identified.

Event description:
It was reported that 1 sample of the bd vacutainer® buffered sodium citrate blood collection tube was reported by lab to be overfilled so it was rejected. No serious injury or medical intervention reported.